Manufacturer narrative:
Health effect - clinical code: 3621 multiple organ dysfunction syndrome. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. (B)(6).

Event description:
It was reported that on 19jan2023 at 22:00 the leading perfusionist noticed an acute decompensation of the patient, along with pleural effusion and kidney insufficiency. The hospital contacted the field clinical specialist (fcs) on (B)(6) 2023 and indicated that the patient had a suspected extrinsic outflow graft obstruction (eogo) determined by a computed tomography (CT) scan that they believed to be the cause of the worsening of the patient status. A surgical outflow graft revision was done, which resolved the issue. The patient was extubated and stable in the intensive care unit (ICU) and log files were sent by the hospital. Review of the log files found nothing unordinary. On (B)(6) 2023, the patient passed away due to multisystem organ failure.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: health effect - clinical code: 3261 - multiple organ dysfunction syndrome. Manufacturer's investigation conclusion: incidental findings: investigation of the returned device found small tissue growth in the inlet extension. Review of the account¿s submitted image confirmed narrowing of the outflow graft as well as the presence of a material existing between the outflow graft and outflow graft bend relief, consistent with the reported event of extrinsic outflow graft obstruction (eogo). Additionally, a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported multi system organ failure, patient conditions, and subsequent patient outcome could not be conclusively established through this evaluation. Evaluation of the submitted and retrieved log files revealed that the pump was operating as intended. There were no atypical events or alarms captured, and the pump appeared to operate above the low speed limit for the duration of the log file. The submitted computed tomography (CT) scan captured the side profile of the outflow graft and outflow graft bend relief. Narrowing of the graft and a buildup of material between the graft and bend relief was observed along the bend of the graft/bend relief, consistent with the reported event of eogo. The extent to which the outflow graft lumen was obstructed could not be conclusively determined through the image alone. Additionally, a specific cause for the obstruction, as well as the amount of time it was present during support, could not be conclusively determined. (B)(6) was returned assembled with the pump cable intact. The modular cable (investigated under (B)(4)) was returned attached to the pump cable at the inline connector. Approximately 1 inch of the sealed outflow graft was returned properly attached to the pump cover outlet port with the bend relief engaged to the graft attachment. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces did not reveal any adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, reassembled, and operated on a mock circulatory loop. The device functioned as intended and in accordance with manufacturing specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) rev. G and the hm 3 lvas patient handbook rev. G are currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction, device thrombosis, and death, as adverse events that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management¿, provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 8, ¿equipment storage and care¿, states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." Section 4 of the patient handbook, ¿living with the heartmate iii¿, instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it¿. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.